Event description:
It was reported that approx four years post filter implant, the pt presented to the ER with chest pain. Imaging demonstrated that an ivc filter arm had detached from the rest of the filter and was located in the left pulmonary artery. The filter was removed using a recovery cone without incident. An attempt to retrieve the detached arm was not performed.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter has been returned to the MFR for eval. The investigation is currently underway.